Event description:
The only info provided was that the heating pad's controller had melted. No injuries reported with this incident.

Manufacturer narrative:
Product was examined on june 9, 2005, by visual inspection and product testing using a digital powered analyzer which measures the watts and the current of the product along with the line voltage. The controller is melted around the switch and has a 1/2 inch hole over the r2 resistor. It was determined that the cord had been twisted resulting in an intermittent wire break at the pad entrance. When the break is open, the power is routed through the r2 resister causing it to overheat resulting in the melted control. The pad still functions intermittently. This incident is the direct result of consumer misuse/abuse of the product. No injuries reported with this incident.